Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using covera plus vascular covered stent. During the procedure, the device allegedly breaks off due to the force and can be removed in its entirety. Finally, a 10f sheath is placed, allowing the stent system to pass.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using covera plus vascular covered stent. During the procedure, the device allegedly breaks off due to the force and can be removed in its entirety. Finally, a 10f sheath is placed, allowing the stent system to pass. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was provided for evaluation. The safety lock slider was found in locked position, and the stent in system and in place. The stability sheath was found detached from the kink protection; therefore, a segment of the catheter was found kinked. A patency with a device compatible guide wire was performed. Except for the kinked segment, no problems were found during the patency test. No indication for a manufacturing related issue was found. X-rays images documenting a difficult aortic bifurcation in the patient, the left iliac artery has a 90° curve, and the bifurcation is very steep. In this case it was reported that the customer experienced various difficulties during placement of accessories prior to use of the 10x60 mm stent device; another stent graft delivery system failed to advance to the target lesion previously during this procedure. Based on x-ray images provided by the customer, the difficult tracking anatomy could be verified, the left iliac artery has a 90° curve, and the bifurcation is very steep. During evaluation of the returned delivery system, the stability sheath was found detached, which the customer interpreted as a break. It is reasonably suggested that the detachment occurred during the attempt to track the delivery system to the target lesion despite unusual resistance. Based on sample evaluation detachment of the delivery system stability sheath is confirmed. However, the detachment did not affect the patency of the inner lumen of the delivery system. Therefore, the reported failure to advance the delivery system to the target lesion could not be reproduced. Difficult patient anatomy or challenging placement sites are considered to be a significant factor. However, a definite root cause for the reported issue could not be determined. Labelling review: relevant labeling supplied with this product was reviewed. The potential risk associated with the reported issue was found addressed in the instructions for use (IFU). Regarding difficulties during introduction of the delivery system, the IFU states: "if unusual resistance is met during covered stent system introduction, the system should be removed and another covered stent system should be used". Based on the IFU, material required are "0.035 inch guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system, introducer sheath with appropriate inner diameter"; the packaging pictograms indicate the use of an 8f introducer. Regarding preparation, the IFU states: "flush the delivery system through the luer port at the proximal end of the handle with sterile saline until saline drops from the tip of the system" and "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." G3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.